Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was to be used in an unknown procedure. During preparation, the physician flushed the device and found that the fitting on the catheter was loose with leakage at the hub. A device from another company was used to successfully complete the procedure. The complaint device did not make patient contact.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: concomitant medical products: product received on: 23 august 2018. Investigation: evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a functional test, dimensional verification and visual inspection of the returned device was conducted during the investigation. One locked 8.5fr mac-loc catheter in a possibly unused condition was returned for evaluation. No biological matter or additional surface damage was noted on the device. One cannula/trocar combo was also returned in an unopened condition. A leak test was conducted and confirmed the presence of a leak between that catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be wound in the threads. The flare appeared slightly lopsided and had a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis of all device components confirmed that they had been manufactured within the correct specifications. It was noted upon physical inspection that the number of threads showing on the adapter exceeded what was detailed in the manufacturers specifications. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no nonconforming events which could contribute to this failure mode within lot: 8858396. Nonconformances were found in the catheter tubing subassembly lot for foreign matter and a catheter that would not accept a wire guide. All affected devices were scrapped out or reworked prior to device release. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.